Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 436mg/dl. Customer treated with an injection. Troubleshooting found that the infusion set is not adhering to the customer's body and that this was the cause of the high blood glucose. Customer was advised on proper insertion, taping and site techniques. Customer declined high blood glucose troubleshooting.